Manufacturer narrative:
One device was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found damaged dso seal, damaged battery compartment, and scratched lens. The dso seal, battery compartment, and lens were replaced..

Event description:
Customer returned product for a broken battery compartment. There was unknown patient involvement. During physical inspection a damaged dso seal, damaged battery compartment and scratched lens were found.